Manufacturer narrative:
Batch review performed on 11-dec-2019. Lot 162195: (B)(4) items manufactured and released on 30-jun-2016. Expiration date: 16.06.2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by medacta r&d hip project manager: from preliminary visual it is not possible to analyze explanted components and determine failure root cause. Clinical evaluation performed by medacta medical affairs manager: hip revision surgery performed 2 years after cementless double mobility total hip arthroplasty due to pain. The cause of pain may be impingement of the components probably due to suboptimal cup position. The reason of this position may be related to pelvis bone morphology that didn't allow a deeper preparation of the acetabulum.

Event description:
Revision surgery performed due to pain and impingement 2 years after primary. The shell was anteverted, no metallosis has been seen. The shell came out relatively easily, a 50 mm g7 with dm liner and bearing were implanted and we put in +4 sleeve with 28mm ceramic biolox option. Impingement was confirmed intraoperatively and there were some marks on the neck of the femoral component that was left in place.